Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis (B)(6) 2018 with blood glucose of 700 mg/dl. The customer's current blood glucose was 600 mg/dl and at the time of the incident and current blood glucose level was unknown. The customer other blood glucose level was 350,590,580,542 and 520mg/dl. The customer did not experiences any symptoms related to the high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer declined the troubleshoot for the high blood glucose. The customer alleges the pump was under delivery. The customer was treated by insulin drip and manual injection. The insulin pump will not be returned for analysis.